Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced early sensor replacement alert which led to early sensor removal.

Manufacturer narrative:
A sensor replacement alert was first presented to the user on (B)(6) 2026. In-house testing on the returned sensor showed a decrease in sensor's chemical performance, consistent with oxidation of the glucose-indicating component in the sensor hydrogel. Review of the in vivo sensor data indicated the same failure mode. The user was provided with a sensor replacement as part of the resolution.